Manufacturer narrative:
(B)(4) occlusion is listed in the IFU. This product line has addressed all design control requirements and shown the device has met the predetermined requirements and that those requirements meet the needs of the end user. Each device is sent with instruction for use (IFU), which describes the indications for use, warnings, precautions, correct product sizing instructions, and the proper deployment sequence. Specific to this case the instructions for use for the main body graft state: "inaccurate placement and/or incomplete sealing of the zenith aaa endovascular graft within the vessel may result in increased risk of endoleak, migration or inadvertent occlusion of the renal or internal iliac arteries. Renal artery patency must be maintained to prevent/reduce the risk of renal failure and subsequent complications." The main body IFU also states: "the zenith aaa endovascular graft with the h& l-b one-shot introductions system and ancillary components is indicated for the endovascular treatment of patients with abdominal aortic or aorto-iliac aneurysms having morphology suitable for endovascular repair including: adequate iliac/femoral access compatible with the required introduction systems, non-aneurysmal infrarenal aortic segment (neck) proximal to the aneurysm: with a length of at least 15mm..." The main body IFU also provides detailed instruction on proper placement of the suprarenal stent in order to maintain patency of renal arteries. The failure mode assigned to this case is deployment. This failure mode was determined based on the provided event description. In addition, it should be noted that it appears that the device was used outside the indications for use, as detailed in the event description. We will continue to monitor for similar complaints.

Event description:
A (B)(6) male patient underwent aaa repair. The patient's anatomical form was suitable for endovascular repair, but the proximal neck was a little short (approximately 15-16mm). The procedure was performed as labeled other than releasing the suprarenal stent before contralateral wire guide cannulation. Considering the proximal neck was a little short, the physician attempted to place the mainbody immediately below the right renal artery, which was the lower of the two. A final angiography revealed the right renal artery was occluded. For treatment of the right renal arterial occlusion, the physician placed another manufacture's stent. After that, it was confirmed that the blood flow of the right renal artery was recovered.